Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t wave oversensing was observed on the ventricular channel. Programming changes were made.